Event description:
A hospital in a foreign country reported that the blue inspiratory tube was missing from an rt235 infant breathing circuit package. No pt consequence was reported.

Manufacturer narrative:
Method: the device was not returned to the MFR for inspection. An investigation was carried out based on the event description. Results: the inspiratory tube is connected to the wye piece, which is connected to the expiratory tube. This is done during production. A lot check revealed no other similar complaints for this lot number. Conclusion: a missing inspiratory tube would have been detected at three separate points during production: during pressure testing when the inspiratory tube is required to pass the test. All breathing circuits are pressure tested during production and those that fail are rejected. At the weigh stations which would alarm if the package was too light. During packing where the breathing circuit would be difficult to pack without an inspiratory tube. We cannot conclude how the breathing circuit could have been missing. Our monitoring and trending for missing or wrong components in breathing circuits has a rate of occurrence worldwide for the last year of 0.003%